Event description:
The lead was explanted due to a capture anomaly.

Manufacturer narrative:
The field experience of a capture anomaly was not confirmed. The lead was returned in two parts. The lead exhibited normal electrical characteristics. No anomalies were found related to the field report. All noticeable damage was due to the surgical procedure.